Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure provisional stenting was carried out using a medtronic complete se iliac stent. Approximately 28 months post index procedure the patient died from an unknown cause. No action was taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.